Event description:
On (B)(6) 2014, customer initially contacted customer service to report being unable to test on her adc blood glucose meter due to an ER-3 message appearing on the meter display after test strip insertion. Customer believed she may have contaminated the test strip port with alcohol while cleaning her fingers. An order was placed for the customer's product to be replaced. Customer contacted customer service on (B)(6) 2014 to report a delivery issue involving partial product, stating she had not received a meter in her replacement kit. Customer additionally reported that on (B)(6) 2014, at approximately 4:00pm or 5:00pm, she experienced symptoms described as "dizzy, ice cold, (and) cannot stand". Customer self-presented to a local hospital and was reportedly "hospitalized for low glucose". Customer could not recall any specific treatment or medication administered while in the hospital. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
This serves as a correction report. "The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained." Correct verbiage should read as follows: "this is a final report. The complaint involved is related to use error, hence no product investigation will be undertaken."